Event description:
It was reported that the customer experienced a blood glucose (bg) level of high on the continuous glucose monitor and 350 mg/dl on the meter. Bg level was addressed via a correction bolus using the pump. Reportedly, the cartridge had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.